Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse was advised to disconnect from the insulin pump. The customer's spouse was advised to disconnect the tubing and reservoir then reconnect the tubing and reservoir again. The customer's spouse performed plunger push and the insulin did exit. The customer's spouse performed manual prime and the insulin pump alarmed no delivery. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.